Event description:
It was reported that a contamination issue occurred. This opticross imaging catheter was selected for preparation. However; the box did not contain the sterile sleeve and this catheter was unable to be used. The procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR: visual inspection identified that the device return in open box with the sealed pouch and without the sterile bag. Correction: b5 updated to: after further review is was determined that a contamination issue did not occur. The user reported that the sterile sleeve from the motor drive unit was not inside the package. H6 device codes: from: incomplete or missing packaging a020502, contamination during use a1801 to: incomplete or missing packaging a020502.

Event description:
It was reported that a contamination issue occurred. This opticross imaging catheter was selected for preparation. However; the box did not contain the sterile sleeve and this catheter was unable to be used. The procedure was completed with another of the same device.